Manufacturer narrative:
Investigation found that pump failed volumetric accuracy test. Pump was recalibrated to revolve the issue.

Event description:
Info received indicates that pump was infused over.